Event description:
A customer reported a malfunction on their pump, identified by malf 12 and fault ID 0x2071. Despite the malfunction, there was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy while waiting for a replacement pump, which was arranged by technical support. The pump was out of warranty, and the customer declined an out-of-warranty loaner pump.